Manufacturer narrative:
(B)(4). Batch #: u5er10. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage, with a tyvek, and without reload present. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to a home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the device was noted to be nonfunctional. During the inspection, the firing trigger would not function as intended and felt loose. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, evidence of corrosion was noted on the motor. And the spring firing trigger was noted to be out of its intended position. No functional testing could be performed due to the returned condition of the motor. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this condition may be exposure to cleaning solutions. Please reference the instruction for use for more information. The out of a position of the spring firing trigger has been correlated to a manufacturing process.

Event description:
It was reported that during an unknown procedure, the knife stopped moving forward on the way of the 2nd firing. The manual override lever was used to release the device. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.